Event description:
Aortic valve was implanted during intraoperative tee. It was noted that there was leaking from a leaflet. The doctor re-examined the valve and stated that one of the leaflets was defective. The valve was explanted and a new valve was then implanted.